Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone that the insulin pump buttons were less responsive. Customer¿s blood glucose was unknown at the time of incident. Customer stated that the screen was scratched and make it harder to read. Customer stated that the insulin pump was louder during rewind and had labored sound. Insulin pump had no delivery alert. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with intermittent button response due to flattened (escape and act ) button dome switch (no crease) and partial unlocked lcd keypad connector noted during visual inspect. Unable to perform all functional testing including the displacement, operating currents, a21 error test, rewind, basic occlusion, occlusion, prime or a33 and excessive no delivery test or verify rewind anomaly and no delivery alarm due to buttons not responding. Device received with minor scratched lcd window.